Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to suffer pain and injuries. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer incorrectly provided code 1120 for contamination in h6 section. During the device evaluation there was no evidence of contamination in the device. In this report, section h6 have been updated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to suffer pain and injuries. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer received new information that the device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device software version 1.1.2.3122 has been upgraded. The device's downloaded event log was reviewed by the manufacturer and found e130 on the error log. The device passed all final testing. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated.